Event description:
A 40-year-old female patient was undergoing capillary blood collection when a hot pack was applied to warm the skin. For the first 30 seconds, the hot pack was placed directly on the skin, after which a cloth was used as a barrier for the remaining duration, totaling approximately two minutes of application. As a result, the patient sustained a second-degree burn on the left upper arm and a first-degree burn on the right upper arm, requiring first aid treatment. There was no leakage from the product onto the patient. The burns have since healed.